Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the prongs of the device are fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago during surgery, the tip of inserter was fractured while the surgeon tried to insert the anchor to the patient's burr hole with mallet according to the normal usage. Subsequently, the fractured piece of inserter remained in the patient's burr hole. The surgeon considered removing the fractured piece of inserter or not, but then decided to finish the surgery without removing it. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.